Event description:
Device malfunction: balloon rupture. Time of device malfunction: during pre-dilatation. Symptoms/ae: none. It was reported that during pre-dilatation of a mildly tortuous, moderately calcified mid circumflex (cx), the voyager nc balloon catheter ruptured at 18 atm during second inflation. The device was removed and a non-abbott balloon catheter completed the pre-dilatation at 24 atm and a non-abbott stent was deployed. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B) (4). Balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. There was no report of any leak in the catheter noted during preparation for use, which would suggest the balloon was not damaged prior to use. A review of the product manufacturing records did not reveal any nonconformances associated with this lot. In this case, a conclusive cause for the reported balloon rupture could not be determined.